Manufacturer narrative:
The field service engineer (fse) found the hole in the tubing between the bsv and the front detector. The fse replaced the tubing between the bsv and the front blood detector to resolve the leak and the front blood detector startup failures. (B)(4).

Event description:
While running startup, the customer reported a clear leak from the bsv (blood sampling valve) on the coulter hmx hematology analyzer w/ autoloader and the front blood detector readings failed on startup. The volume of the leak reported was 10 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.